Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine and bupivacaine. It was reported that the patient was found unresponsive laying down on (B)(6) 2026 by a family member. They did not know the exact onset of the patient's symptoms, but they thought that the medication the patient was receiving from the pump was likely one of the contributing factors. At the time of this report, the patient was intubated and "quite obtunded", so they were trying to get the clinic to get back to them in the meantime to temporarily turn the pump off. Technical services asked if the pump had been refilled or reprogrammed recently and the reporter stated "no". Per the reporter, the last note that they found was in june 2025 and it looked like "maybe the demand dose had gone up slightly", but the total available usage per day was a different of "like 0.2mg". The reporter was transferred to the national answering service (nas) to page a local rep.

Manufacturer narrative:
H.11.: note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting there was no information provided to reasonably suggest the pump medication was being delivered unintentionally in a manner greater or lesser than prescribed. The cause of the patient's symptoms was a st-segment elevation myocardial infarction (stemi). The hcp stated "not applicable (n/a) in regards to if the patient's symptoms were related to the devices, therapy, and/or implant procedure (including use error). Actions/interventions taken to resolve the patient's symptoms was pump being set to minimum rate with goal of explant.